Event description:
It was reported that the patient has a history of pulmonary arterial hypertension (pah) and that the infusion being given was life sustaining.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad intact and the top rear label lifted. Damage of the rear housing was present, and the input and output ports were found broken. A review of the event history log found no errors recorded in the history. Functional testing using power up did not duplicate the reported problem. The root cause of the problem was unable to be determined. Additional information b5 describe event or problem, d4 UDI number, catalog number and serial number, d5 operator of device, g5 510k, and h4 date of manufacture.

Manufacturer narrative:
The device analysis was sent as a correction report for MFR#: 3012307300-2019-01010. As the first follow up report for MFR#: 3012307300-2019-01010 was supposed to be for MFR#: 3012307300-2018-02400.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump was "not functioning properly and gave stop message". It was reported that the patient tried to use several buttons with no success. Subsequently, the patient switched to back up pump. No reported adverse effects.